Event description:
User purchased both size cups and originally used the small size which she stated she had difficulty in removing originally. She then tried the large cup for better grip but wasn't able to remove this because it had moved too high up and couldn't be reached. She "seeked" medical assistance to have the cup removed.